Event description:
It was reported that the unspecified bd insyte catheter experienced a damaged sheath. The following information was provided by the initial reporter: the introducer of the PICC catheter had damaged silicone of the introducer, making it impossible to use it for puncture.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, or catalog number were provided. A device history review could not be completed as no batch number was provided.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device lot #: an invalid lot # of 11371897 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte catheter experienced a damaged sheath. The following information was provided by the initial reporter: the introducer of the PICC catheter had damaged silicone of the introducer, making it impossible to use it for puncture.